Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR's # 1225714-2014-00353; 00354; 00355; and 00356.

Event description:
The plaintiff's attorney alleged that the decedent experienced several cardiovascular events while on dialysis on unk date(s) and subsequently experienced a cardiac arrest and expired (date unk) after the use of the product.